Event description:
The customer reported that the system failed to boot to a usable state adn exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply was evaluated, confirmed to be operating at the optimal operating voltage. The cmos settings were evaluated and reset. The fse also reseated the pcb's in the workstation as part of the service event. The system was tested and found to be working as intended and returned to service.